Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit, but was unable to reproduce the reported issue. However, in reviewing the unit's fault logs, the fse found several errors, including leaks in the circuit and disconnects. Notwithstanding, the fse performed a full test with no issues found. Furthermore, the fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) was not working properly. Specifically, it was reported that the iabp unit involved alarm multiple times and randomly. After basic troubleshooting attempts, the end user decided to change the console for another unit and verified all proper cables and connections. No patient harm, serious injury or adverse event was reported.